Manufacturer narrative:
On 6/29/2020, it was discovered that 'report submission due date" was erroneously omitted in follow up report 1. Correction: report submission due date is 7/29/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 it was discovered that 'is product problem' was erroneously not checked in initial report submitted. Correction "is product problem' should be checked. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material deformation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with two 325cc mentor smooth round moderate profile saline breast implants experienced bilateral device deformity post procedure. Per the patient's physician, the shape of the implant has become distorted. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.